Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files were read and analyzed. No date of the incident was given from the costumer (only information: "problem of flow"). Therefore, the last infusions inside the history files were investigated. Inside the history files the device alarm 1024 could be detected (da 1024: fup ea key closed to long) identifies a malfunction inside the operating unit. The device alarm 1024 haven´t interrupted an infusion. Furthermore, no anomalies could be detected inside the history files. A visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged parts are to located. A functional test could not be performed. After starting the device, the display went bright but no signs were displayed. No infusion could be started. For checking the display malfunction the operating unit was disassembled. Inside the operating unit liquid residues between the contacts could be detected. These damaged operating unit produced the device alarm 1024 by the costumer. For checking the complaint malfunction an operating unit from the service department was connected. After the exchange the operating unit works correctly. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,30%. Accuracy of set delivery rate should be (B)(4). According to iec/en (B)(4). During the investigation no faults could be detected, to investigate the inside, the device was disassembled complete. No damage or soiling could be found. The complaint could not be confirmed. The complaint malfunction could not be detected inside the history files. The flowrate measurement showed no anomalies. The device alarm 1024 is due to liquid residues inside the operating unit. The device alarm haven´t interrupted an infusion. Summing up all tests, the perfusor space operated within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in france: "flow rate deviation." Customer statement: problem of flow."